Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified an opening on the anterior and red particles. A visual and micro analysis was performed which identified an underweight, a sharp crease opening and the crease fold. Base on the device analysis the final assessment is: -an opening crease sharp on anterior due to fold flaw opening.

Event description:
Healthcare professional reported a right side rupture and "exchange due to the patients concern of the product." Device has been explanted.